Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that full door clicking when opened. A field service engineer (fse) logged into pyxis, accessed the hardware test application (hta) and began opening and closing all doors to trigger a failure, but was unsuccessful. Fse confirmed failure could not be recreated. Fse rebooted pyxis and customer verified successfully. The system functioned as intended after the field service engineer repaired the device.